Event description:
The manufacturer received information alleging of internal battery depleted alarm. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed however, the evaluation is not complete. A follow up report will be sent when the investigation is completed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarm for internal battery depleted. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, however, the device issue was related to the battery not being charged. No malfunction of the device was observed. The device was found to operate and alarm as designed.